Event description:
It was reported that the cuffs of the bronco catheters had an air leak prior to use. There was no patient involvement.

Manufacturer narrative:
Concomitant products: 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202008026x) 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202006377x) 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202007434x) 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202304062x) 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202008026x) 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202008026x) 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202006377x) 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202007434x) 125028, 125028 28fr lt bronco cath pu cuff x1, (lot# 202007434x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device including two suctions and one opti-port connector assembly without their original unit packs were available for evaluation. An attempt to inflate the returned unit, as per the set parameters, failed because the tracheal cuff could not be inflated. Examination of the cuff body under the microvu revealed the presence of a slit. This type of damage is indicative of the cuff body having come into contact with a sharp instrument or object. It was reported that the cuffs of the bronco catheters had an air leak prior to use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: various bony anatomical structures (e.g., teeth) within the intubation route or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during intubation which would create the need to subject the patient to the trauma of extubation and re-intubation. If either cuff is damaged, the tube should not be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.